Event description:
Procedure type: low anterior resection. Patient sex: female. According to the reporter, the device would not release from the bowel, and they had to change to an open procedure. The surgery time was extended.